Event description:
It was reported by the customer that the extension tubing, when connected to the intra-aortic balloon (iab) catheter, leaks and cracks. As a result, the tubing was exchanged. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.